Manufacturer narrative:
Summary of the investigation: with the available information, bsc concludes that body fluid inside the helix housing may have contributed to the irregularity in helix function. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits and was unable to reproduce the reported clinical observations of electrical performance issues. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and loss of capture (loc). Subsequently, surgical intervention was performed to reposition the lead. However, mechanism issue was reported during the intervention. The lead was extracted and replaced with another rv lead. No adverse patient effects were reported.